Manufacturer narrative:
(B)(4). The actual device batch number associated with this event is not known. The international affiliate reports the following two possible batch numbers: batch # jt8346. Batch # jt8317. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: event date: (B)(6) 2016. Lot number if available - possible packaging lots # are: jt8346, jt8317. Did the reservoir work during first activation? Details are not provided from the hp. How long was the device used before the inadequate suction occurred? Unknown. Was there a failure of the locking plate mechanism? Unknown. Was the anti-reflux valve found detached/closed/opened? Unknown. Did the reservoir inflate quickly upon activation? Unknown. Did the reservoir inflate with very little/no fluid inside? Unknown.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2016 and the reservoir was connected to a drain. At the hospital, the negative pressure did not function properly. There was no adverse patient consequence reported.

Manufacturer narrative:
The actual device batch number associated with this event is not known. The international affiliate reports the following two possible batch numbers: batch # (B)(4) and batch # (B)(4). In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Manufacturer narrative:
All components are in place and in good condition. During sample evaluation, it was verified that the plate was able to be opened and closed without any issue. The sample does not have any broken or damaged components that could have affected its function. Root cause could not be determined.